Event description:
Rep reported that the device that was implanted approximately 3 months ago is not flowing properly. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.